Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: there were no power reset events observed in the black box to support a power loss. The battery cap would not tighten securely onto the pump and was not able to maintain an electrical connection. A crack was observed along the battery compartment threads. The battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss. A test cap was used for a 24 hour test without any reboots. Unrelated to the power issue, the keypad was observed to be peeling at the up arrow. The contrast button was unresponsive to testing. The up, down, and ok buttons responded properly. The keypad was removed and contamination under all of the button contacts was observed. The pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had a crack all the way down the battery compartment. Reportedly, the pump would not hold power because the battery cap would not tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.